Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The battery was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a message of low battery voltage was displayed on the system. Upon checking, the voltage of the power switching board decreased to 80v or less when the umbilical cable was disconnected. This issue was resolved after replacing the battery. There was no patient present when this issue was observed.